Event description:
It was reported that balloon rupture occurred. The 2.00mm x 15mm emerge¿ balloon catheter was advanced for dilatation in unspecified location. However, the balloon ruptured at 10 atmospheres. The procedure was completed with another of same device. No patient complications were reported and patient's status was good.

Event description:
It was further reported that the balloon was inflated once and the device was completely removed from the patient.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).